Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a severe hypoglycemic event while using a g7 cgm in conjunction with ilet, became mentally unable to self-manage, and required assistance; the lowest reported cgm value was 39 mg/dl with a confirmatory finger-stick of 37 mg/dl, the event lasted about an hour, and it was treated with oral glucose tablets without hospitalization. Symptoms included diaphoresis, fatigue, malaise, and hypoglycemia. Outcomes included a serious injury/illness/impairment classification. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.